Manufacturer narrative:
No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. Additional information and the return of the device have been requested. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a patient with two m6-c devices was revised due to prevertebral abscess. It is unknown if there was a device malfunction or deterioration. Both devices were explanted.

Manufacturer narrative:
Corrected data: g1: (B)(6). Manufacturer narrative: one device was explanted at index level c5/6, the device at c4/5 remains in situe. The explanted device was not returned, thus visual examination could not be performed. Histology results reported polarization-optical detection of foreign material with surrounding pronounced giant foreign body realization with focally also detected fragmented corticospongious tissue. The radiographic images show evidence of mechanical failure, however, it was not possible to determine the sequelae or the cause of the failure. This is one (1) of two (2) reports submitted on this event.